Event description:
It was reported that the patient underwent a revision procedure due to cuff downsizing with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the patient experienced recurring incontinence, the 5.0cm cuff, pump, and balloon was explanted and a new 3.5cm cuff, pump, and balloon was implanted. The patient recovered following the procedure.